Event description:
It was reported that the user sought assistance for an infusion set change while insulin remained in the cartridge, successfully replaced a contact/detach 23-inch 6 mm infusion set, and experienced hyperglycemia with a reported blood glucose of 220 mg/dl following breakfast; no alerts or alarms were reported. Symptoms included feeling flushed and shaky. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that device function could not be implicated based on available information, and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.